Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) was 504 mg/dl. A correction bolus was delivered to address bg level. The customer changed the infusion set and cartridge, resumed insulin delivery.